Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 540-550 mg/dl range; cause was not known. A correction bolus via the pump was delivered to address bg. Reportedly, the customer changed pump supplies and resumed insulin delivery.